Event description:
A surgeon reported that patient had an incomplete cut at 12 and 1 o'clock region of flap for the right eye. The flap was able to be lifted by cutting the incomplete tissue. It was reported no intervention was needed to treat event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).